Manufacturer narrative:
A full audit of all batch documentation relating to the production of the device was performed. The audit concluded that all procedures in manufacturing and packaging of the device had been conducted correctly. Batch reconciliation was 100.0%. Based on the assessment of our batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Lenstec believes that the lens, its design and the manufacturing process are not at fault due to extensive testing conducted on this model.

Event description:
Lenstec received an email stating " lens implanted on (B)(6) 2021- patient complained of negative dysphotopsia so lens was removed on (B)(6) 2021 and implanted a b&l lens. No patient complication".

Event description:
Lenstec received an email stating " lens implanted on (B)(6) 2021- patient complained of negative dysphotopsia so lens was removed on (B)(6) 2021 and implanted a b&l lens. No patient complication".

Manufacturer narrative:
A full audit of all batch documentation relating to the production of the device was performed. The audit concluded that all procedures in manufacturing and packaging of the device had been conducted correctly. Batch reconciliation was 100.0%. Based on the assessment of our batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Lenstec believes that the lens, its design and the manufacturing process are not at fault due to extensive testing conducted on this model.